Event description:
It was reported that a user received a pairing failed alert when attempting to connect a dexcom g7 sensor to the ilet; the sensor status displayed pairing in progress, and after a pump restart and sensor toggle, a new sensor start was initiated and a standard warm-up period was displayed, with no further assistance required. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of automated dosing with resumption after sensor warm-up. Investigation included guided troubleshooting and user education. Investigation of this case revealed a transient communication or pairing issue between the cgm sensor and the ilet that resolved with device restart and sensor re-initiation, with no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable connection behavior consistent with known sensor pairing limitations.